Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter singapore a vented paclitaxel set in which a leak occurred. According to the report, an unknown drug leaked at the filter. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.